Event description:
N/a.

Manufacturer narrative:
UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. A device history record (DHR) review was conducted for lot # 141 showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse tends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Link to mfg report #: 3004608878-2020-00141 .

Event description:
This is 2 of 2 reports. A customer reported that the a1018 mayfield swivel adaptor failed to hold. There was no known patient injury nor delay in surgery reported.